Manufacturer narrative:
Updated fields: h6 and h10. Correction to h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was due to a faulty power converter. However, the specific cause of the faulty power converter could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty power converter was discovered and caused the reported no power failure mode. Additionally, there was a heavy amount of dust noted inside the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not powering up during routine maintenance. There was no patient involvement during this event.